Event description:
It was reported to boston scientific corporation on may 29, 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2007. (Female patient; age and weight are unknown). During the procedure, 8 minutes into the ablation cycle, the machine alarmed. The physician continued the procedure and received a second alarm. Shortly after, he aborted the procedure and the patient called today with abdominal bloating. The patient's condition is reported as stable.

Manufacturer narrative:
Because the alarm that sounded allowed the doctor to continue, one can assume that it was a fluid loss alarm. Reported complaint for this fluid loss device is not expected to be returned, because it has already been disposed of by the user, therefore, no product analysis could be performed, and no root cause could be determined. No DHR review could be conducted because the lot number was not reported.